Event description:
It was reported that the right ventricular (rv) lead was experiencing oversensing on the pace/sense portion. The lead that was being used for the pace/sense portion and the existing portion of the rv lead were explanted and replaced. It was also reported that during the extraction of the rv lead, the left ventricular (lv) lead was damaged. The lv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 6949 implantable tachy lead, implanted: (B)(6) 2005; 5076 implantable pacing lead, implanted: (B)(6) 2005; 4076 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the extraction of the rv lead, the left ventricular (lv) lead became dislodged.

Manufacturer narrative:
Product event summary: (B)(4): the proximal segment of the lead was returned and analyzed; analysis revealed no anomalies. It was noted that the lead was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.